Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 3006705815-2019-03902. It was reported that one of the leads were fractured at the anchor site. As a result, the leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.